Event description:
It was reported that pump screen was dark and would not turn on after caller turned off pump to reset frozen touchscreen that did not allow selection of ¿2¿ after selecting ¿1¿ to unlock screen. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to press power button in different ways without success, then plugged pump into power source with known working charging supplies, after which pump display turned on, but caller was unable to proceed past ¿2¿ after selecting ¿1¿ to unlock screen and separate issue was documented. Cts to replace pump. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.